Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received that a revision procedure was performed two years after the initial observations were reported. The out of range measurements had persisted and the device had declared elective replacement indicator (eri). The cause of the issue was never determined. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) which was detected via the patient remote monitoring system. Additional information indicated that the cause of high sli was not conclusively determined. Testing the integrity of the system was not planned. The system will continue to be monitored through this remote monitoring system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.